Event description:
Customer's mother reported customer has an infection at the insertion site with her freestyle navigator continues glucose monitor. Customer's mother reported customer has a hard lump with swelling, pus and redness at the insertion site and he is on a seven-day course of oral antibiotic now and uses topical antibiotics as needed. There was no report of diagnosis, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the freestyle navigator continues glucose monitor system is indicated for use in people 18 and older.